Event description:
This was a left-sided lead extraction to remove two 26-year old leads due to dry erosion of the device and small pea-sized exposure of the can visible to the eye. The patient was 100% pacemaker dependent and recently underwent a foot amputation. The plan was to extract both leads. Each of the leads was prepped with locking stylets (llds) and suture ties. A 14f glidelight laser sheath with outer sheath was used on both leads (total laser time combined on both leads exceeds 6 minutes with a scar obstacle in the distal innominate vein). Multiple attempts were made on each lead to get past scar tissue that involved both leads. A 13f tightrail was then opened and prepped. The tightrail was loaded onto the ra lead (mdt 4524) and advanced to the point where the laser sheath was unable to penetrate. The tightrail dilator sheath advanced past this point and continued along the ra lead into the svc/ra junction. The patient became hypotensive and rescue measures were initiated. A tee discovered effusion with tamponade, therefore a pericardiocentesis was performed and approximately 200-250 cc of blood were drained from the pericardial space. A sternotomy was then performed and a 4 cm tear in the high ra to svc was discovered. Unfortunately, attempts to save the patient were unsuccessful and the patient did not survive the intervention.